Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic laser probe got caught in a trocar during a combination cataract and vitrectomy surgery. An alternate laser probe was obtained in order to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed a nonconforming tip. Further evaluation found the sample did not meet product specifications. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to the non-conforming tip. Data will continue to be monitored for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).